Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump alarmed for a failed battery test with a test battery cap due to a corroded battery tube. No low battery alarm could be verified due to the failed battery test alarm. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
It was reported the customer woke up and the insulin pump had a blank display. Customer reported when he inserts a new battery in a few days the device will alert low battery. The device also alarms failed battery test several times. Customer's blood glucose was 10mmol/l. Alarm and possible causes were explained to the customer. Contacts were not missing damaged. The battery compartment or springs were not damaged nor corroded. Customer was advised to clean the compartment, inserted a new battery and the device did not turn back on. Customer does not use sensor feature. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.